Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Upon implanting the insert, it was noted the lateral side did not engage into the tibial base plate anteriorly. It was assumed the wire bent on insertion and would not sink below the level of the locking tab. The implant was removed and another replaced without issue.